Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be a low transmitter battery. Product was also provided for investigation and sensor pod was returned. An external visual inspection was performed and passed. The allegation was confirmed. The probable cause was determined to be undetermined. Confirmation of the allegation was not determined via product and data. A probable cause could not be determined as the allegation was not found.